Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had multiple bent cannulas over the past several months. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised as to the proper insertion methods to reduce future issues. The insulin pump was not replaced or returned for analysis.